Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast in the inflation lumen and balloon, which is consistent with preparation. It was confirmed that the stent implant was returned dislodged from the sds. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was loosely folded, which likely occurred after the stent dislodgement. The full length of the stent implant was slightly smashed, with bent struts in the first two rows of the distal end. Additionally, the stent implant outer diameters were not taken due to the noted damage. The protective sheath and guiding catheter were not returned for analysis, both of which may have assisted the investigation. Difficulty positioning the sds through the guiding catheter, causing resistance between the two devices may be related to factors including, but not limited to, manufacturing, stent implant outer diameter, kinks, bends, obstructions in the guiding catheter lumen, damage to the sds or the guiding catheter, or from an interaction with the patient anatomy and/or accessory devices. During functional testing, negative pressure was pulled and the balloon tri-folded. It is possible the stent became damaged during advancement in the guiding catheter, as no damage was noted during the inspection prior to use. Although the sds able to advance through a new 6f guiding catheter without any resistance felt, the damaged stent may have contributed to the reported resistance with the guiding catheter used during the procedure, although this cannot be confirmed. Additionally, an interaction with the damaged stent and guiding catheter would have then contributed to the stent dislodging. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have also contributed to further damaging the stent. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the reported complaint. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no other incidents reported for this lot. Although the reported difficulty to position through the guiding catheter was not confirmed, however, the stent dislodgement and subsequent stent damage appear to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Subsequent to filing the initial medwatch, additional information was received stating that during advancement of the stent delivery system through the guide catheter, some resistance was observed prior to the stent dislodgement. No additional information was provided.

Event description:
It was reported that a non-abbott jl 4 6 f guiding catheter was advanced. Predilatation was performed, which was followed by an attempt to stent with the 3.0 x 23 mm xience v in the proximal right coronary artery (rca); however, the stent dislodged inside the guiding catheter during advancement. The dislodged stent was successfully removed inside the guiding catheter. The procedure was completed by successfully implanting a non-abbott stent. No patient effects were reported. No additional information was provided.